Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device would not turn on. Customer's blood glucose was unknown. Device alarmed a post reset ram alarm after a battery change. Alarm was cleared. Customer reported the same issue kept happening wanted the device replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was monitored without the test energizer lithium battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 noted. The insulin pump was received with normal sleeping current. The insulin pump monitored for 24 hours and no blank display noted. The battery tube connector plugged in properly during visual inspection. The insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage and minor scratched lcd window.